Event description:
It was claimed in a lawsuit that the pt underwent spinal surgery on her cervical spine and a cervical plate was implanted. It is alleged that shortly after implantation, one of the locking screws backed out, requiring an "immediate" second surgery, during which the pt suffered a stroke, resulting in paralysis of the left side of her face.